Event description:
According to the reporter, during lap adrenalectomy procedure, the pouch did not come out when pushing the plunger. They pushed forcibly and strongly and the pouch came out but it was out of the flexible ring. The user collected the specimen with a disengaged bag. The status of the patient is with no problem. The surgical time was extended by less than 30 min.